Event description:
In 2008, the customer reported that the unit unexpectedly shutdown. Another device was used. No adverse pt impact was reported.

Manufacturer narrative:
In 2008, the customer reported that the unit unexpectedly shutdown. Another device was used. No adverse pt impact was reported. At about one week later, a philips field service engineer (fse) evaluated the device. He could not duplicate the reported symptom. However, he found that battery b was completely discharged and battery a was at 50%. He charged both batteries via calibration maintenance. The system passed op check and was seeing both batteries at full charge. Two days later, he communicated his findings to the customer. There was no report that the unit did not give a battery low alert (onscreen message and audio tone). We are considering this issue the result of a user misunderstanding regarding battery maintenance and no malfunction.